Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was dislodged from the right atrium after implant and the helix could not be retracted. Physician attempted to reposition lead but was unable to do so because there was tissue in the housing. Lead was discarded. No patient complications have been reported as a result of this event.